Manufacturer narrative:
(B)(4). Additional information: this report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3003737899-2016-00019.

Event description:
It was reported that during insertion in the emergency dept., the guide wire kinked when the user tried to insert it in the patient's internal jugular. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the guide wire kinked during insertion was confirmed. The customer returned one guide wire. Visual examination of the guide wire revealed two kinks. The two kinks were measured at 2.4 cm and 3.4 cm from the distal end. Microscopic examination confirmed the two kinks and found that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 45.6 cm in total length and exhibited an outside diameter (od) measured 0.797 mm. The returned guide wire was within specification for length (45.0-45.8 cm) and od (0.788-0.826 mm) per graphic. The instructions for use for this product, describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.